Manufacturer narrative:
No unexpected no delivery alarms or motor error alarms noted. Unit passed displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and motor tests. Cracked display window, cracked case at display window corners, reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported that the insulin pump had been returning motor error alarms and no delivery alarms for a month leading up to the call. Customer reported being off of the insulin pump for approximately one month and treating with manual injections during that time. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 271 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.